Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) exhibited oversensing and undersensing on the right ventricular (rv) lead with no pacing inhibition reported. In addition, upon opening of the device pocket for generator change out procedure due to normal battery depletion, the ICD was found to have migrated. Subsequently, additional intervention was taken to surgically abandoned and replace the rv lead. The new ICD was secured in place. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the required surgical intervention. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of oversensing and undersensing.

Event description:
This supplemental report is being filed as the device evaluation was completed.